Event description:
Catheter displayed noise on the electrocardiogram channel. No warning icon displayed via navi-star carto system. Staff exchanged catheter handle, no improvement. Staff exchanged connecting wires of carto system, no improvement. Last, staff exchanged the catheter for another brand new catheter and this resolved the issue. There was no harm caused to the patient through this entire issue.